Event description:
As reported by the user facility through medwatch: "after inserting IV into pt, rn went to throw away needle into sharps container. Safety mechanism must not have been fully engaged and pierced rn's skin through gloves." (B)(4).

Manufacturer narrative:
(B)(4). All available info was forwarded to the actual manufacturer, b.braun (B)(4), for further eval. They conducted a batch review and no abnormalities in the manufacture of the product were noted. A historical review of the complaint database indicated that no adverse quality trends were identified against item #4252560-02. There were no other complaints of this nature against the involved lot number. In a follow up call to the facility, the reporter confirmed that no sample was available for eval. The sample had been disposed. The reporter also confirmed that the nurse had no adverse reactions and was following hosp procedure for a needle stick injury. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. Cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.(B)(4).